Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy on whole torso. The patient reported the itchiness may have been from medication the patient was prescribed, but was not certain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a pill for the skin irritation. Follow up indicated that the skin irritation improved.